Event description:
When the physician removed the hemovac drain from the patient's knee it was noticed that the tip had broken off. The patient was sent to surgery to surgically remove the broken tip.